Event description:
It was reported that during a da vinci s surgical procedure, the surgeon observed smoke coming from the tip of the monopolar curved (mcs) scissors instrument during energy activation. When the surgeon inspected the instrument, a hole was found on the mcs tip cover accessory that was installed on the instrument. The tip cover was removed and replaced with a new tip cover. Two hours later, the same issue occurred. Since it was towards the end of the procedure, a new tip cover was not used. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Medwatch MFR report 2955842-2012-00297 was submitted for the other tip cover accessory used during the surgical procedure.

Manufacturer narrative:
(B)(4). The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole burnt though the silicone. The silicone exhibits localized melting around the hole, indicative of arcing. The hole size is approximately .020 in diameter and located .365 above the silicone to sleeve interface.